Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional narrative: this device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the trigger of the device did not move smoothly . Therefore, the reported condition was confirmed. The assignable root cause of this condition was determined to be traced to component failure due to normal wear. UDI (B)(4).

Event description:
It was reported from the (B)(6) that during service and evaluation, it was determined that the motor and the electronic control unit (ecu) of the small battery drive device was damaged and the device would not run, the coupling was worn, and the trigger of the device did not move smoothly. It was further determined that the device failed pretest for check for sticky triggers, check for function of the device, and check power with test bench. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2020. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.